Event description:
The patient claimed the animas pump would continue through the reboot tones and would not load the pump screen after she replaced the battery. She noticed that the battery compartment had corrosion. There was no evidence of damage to the battery cap and the case of the subject pump. The pump will be sent for investigation. The patient was advised to go to the backup plan. There was no patient impact associated with the product issue. This complaint is being reported as a malfunction due to the alleged power issue.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.